Event description:
The customer reported to customer service that her pump in style breast pump had low suction. She also reported that she had soreness, mastitis and a yeast infection.

Manufacturer narrative:
On (B)(6) 2014 the customer spoke to clinician at medela at which time she stated developed occasional clogged ducts and changed breast shield sizes to empty better. However, mastitis developed and she was treated by her physician with a course of oral antibiotics. Mastitis resolved, but a rebound infection with candida developed and currently she is being treated for that problem. She had reported to cs that her pnsa occasionally made knocking noises, but it continues to work well and meets her needs. Currently she has overactive mer and oversupply issues which she is diligent about addressing. Advised her about all purpose nipple ointment (apno: (B)(4)) and she will try that in an effort to cope with candida on her nipples and prevent recurrent mastitis. Her issues are resolved at present and further clinical follow-up is not indicated. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis". Riordan & wambach, 4th ed. P. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.